Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with manual injection. Customer declined to troubleshoot for high readings. Customer also stated that the insulin pump would stop delivering insulin in the middle of delivering a bolus of 10 units. Customer declined troubleshooting. Customer reports alarm did not occur during manual prime. The product was not returned for analysis.